Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01823. It was reported that a guide wire fracture and vessel perforation occurred. The target lesion was located in a highly calcified midd to distal circumflex artery. A 330cm rotawire¿ and 1.25mm rotalink¿ plus were selected for treatment. During the procedure, rotablation was performed in the distal end of a stent; however, it was noted that the rotawire was fractured and the burr perforated the vessel. The perforation was sealed successfully; however, the fractured segment of the rotawire remained inside the vessel. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination revealed that the drive shaft was noted to be disconnected/broken off from the device. The sheath of the device was noted to be damaged. The coil was noted to be severely stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-01823. It was reported that a guide wire fracture and vessel perforation occurred. The target lesion was located in a highly calcified mid to distal circumflex artery. A 330cm rotawire¿ and 1.25mm rotalink¿ plus were selected for treatment. During the procedure, rotablation was performed in the distal end of a stent; however, it was noted that the rotawire was fractured and the burr perforated the vessel. The perforation was sealed successfully; however, the fractured segment of the rotawire remained inside the vessel. No further patient complications reported.